Manufacturer narrative:
Per tandem¿s user guide: ¿do not remove or add insulin from a filled cartridge after loading onto the pump.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. A supply change was performed resolving the issue. Customer's blood glucose was 210 mg/dl. Reportedly, the customer removed insulin from the old cartridge and added insulin into the new cartridge after resolving the occlusions. Tandem's technical support educated customer on cartridge labeling.